Manufacturer narrative:
Weight and ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be (B)(6) 2021. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplcty preloaded intraocular lens (iol) was damaged as implanted in the patient's eye. The lens was removed and replaced with a back up lens during the initial procedure. Reportedly, the patient is doing fine post-surgery. No further information provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on: 6/18/2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: complaint product was received. It was returned, in its original packaging. Also, patient identification card, patient notification card and labels were received. Upon evaluation of the sample received, the plunger was in advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were observed, in the cartridge. The lens got stuck in the cartridge tip with the leading haptic not folded. A bump can be observed, at the cartridge tube. As the lens is to hard inside the device, it is not possible to remove it. Therefore, the reported lens damaged could not be verified. Based in the analysis product, quality deficiency could not be determined manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.